Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge the scs ipg as recommended. As a result, the patient lost therapy due to scs ipg becoming inoperable. Surgical intervention was taken on (B)(6) 2017 wherein the scs ipg was explanted and replaced with a new model which resolved the issue.